Event description:
"Ntaneous case" was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headache"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), menstrual disorder ("abnormal menstrual bleeding") and dysmenorrhoea ("abnormal menstrual pain"). The patient was treated with surgery (to remove essure devices). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, headache, dyspareunia, vaginal discharge, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menstrual disorder, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one coil migrated into uterus/right coil protruded into uterus/perforation (uterus)/ right coil had moved into the uterus') and ovarian perforation ('other coil migrated into left ovary and was sticking out/left coil protruded into left ovary') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left ovary coil was sticking out and twisted". The patient's medical history included vaginitis and migraine. Previously administered products included for birth control: oral contraceptive from 2007 to 2008. Concurrent conditions included hypoglycemia and body mass index normal. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from march 2011 to may 2011 for birth control as well as clonazepam, clonazepam (klonopin) since 2015, fluoxetine hydrochloride (prozac) from 2012 to 2016 and rizatriptan benzoate (maxalt). On (B)(6) 2010, the patient had essure inserted. In october 2010, the patient experienced urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal) type: bladder/urinary") and cystitis ("bladder infection/infection (bladder/urinary tract/vaginal) type: bladder/urinary"). In january 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) off and on after placement"). In october 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis (bv)/bv infections after placement"), vulvovaginal mycotic infection ("yeast infection") and vaginal discharge ("vaginal discharge began having several yeast infections and bv infections after placement"). In january 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) on a regular basis") and menorrhagia ("abnormal bleeding (menorrhagia) on a regular basis"). In december 2012, the patient experienced migraine ("migraines/migraines/neurological conditions or problems type: migraines / headaches/sinus issue/head sinus migraines/painful sinus migraines") and nausea ("nausea, more nausea after placement"). In june 2013, the patient experienced fatigue ("fatigue major fatigue a few years after placement and progressed"). In march 2014, the patient experienced urticaria ("hives") and blister ("bumps"). In june 2014, the patient experienced disturbance in attention ("loss of concentration/hard to concentrate /disturbance in attention"), feeling abnormal ("neurological conditions or problems type: brain fog,") and dizziness ("neurological conditions or problems type: dizzy spells") and was found to have weight increased ("weight gain"). In 2014, the patient experienced arthralgia ("body joint pain"), arthritis ("joint inflammation"), alopecia ("hair loss/hair loss began losing hair a few years after placement"), cyst ("cysts"), sinus headache ("sinus issue/head sinus migraines/painful sinus migraines"), memory impairment ("forgetfulness"), menstrual disorder ("bad menstruals"), tooth disorder ("teeth deterioration") and tooth fracture ("crack teeth, fillings etc"). In may 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/bad cramping and during menustral cycle after placement"), abdominal pain lower ("lower left abdominal pain"), uterine pain ("lower pain in the entire uterus area") and pain ("body aches and pains all over"). In october 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In january 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain off and on after placement about 2-3 years/ pain on both sides and many symptoms"), irritability ("hormonal changes describe: irritability"), cyst rupture ("ruptured cyst"), adnexa uteri pain ("pain ovary area"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problm"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, ovarian perforation, pelvic pain, irritability, mood swings, vaginal haemorrhage, menorrhagia, urticaria, blister, dizziness, nausea, tooth disorder, tooth fracture, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, uterine pain, pain, cyst rupture, adnexa uteri pain, bladder disorder and urinary tract disorder outcome was unknown and the bacterial vaginosis, vulvovaginal mycotic infection, arthralgia, arthritis, alopecia, cyst, sinus headache, migraine, disturbance in attention, weight increased, memory impairment, urinary tract infection, cystitis, menstrual disorder, feeling abnormal and fatigue was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, arthralgia, arthritis, bacterial vaginosis, bladder disorder, blister, cyst, cyst rupture, cystitis, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, irritability, memory impairment, menorrhagia, menstrual disorder, migraine, mood swings, nausea, ovarian perforation, pain, pelvic pain, sinus headache, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 151lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (date of communication-may2011). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-nov-2019: ppf received. Reporter's information was added. Added event bladder problem, urinary problem. On 22-nov-2019: no new significant information. Fu 5, 6 & 7 process together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ureteritis ('ureteritis') and seizure ('seizures') in a 48-year-old female patient who had essure (batch no. 872994) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pyelonephritis, hernia, miscarriage, stress urinary incontinence, bone spur, cystocele, blood in urine, hematuria, kidney stones, bladder lesion excision, flank pain and renal cyst nos. Current weight: 40 lbs. Previously administered products included for an unreported indication: alprazolam and bupropion. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("abnormal menstrual pain/dysmennorhea(cramping)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"), blood follicle stimulating hormone decreased ("lessening of fsh"), oestradiol decreased ("lessening of est") and progesterone decreased ("lessening of prog"). In 2014, the patient experienced ureteritis (seriousness criterion medically significant), urinary tract infection ("uti"), nausea ("nausea"), ulcer ("ulcers"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and rash ("rash"). In (B)(6) 2015, the patient experienced nervous system disorder ("neuro condit/prob"). In 2015, the patient experienced depression ("psych injury/depression"), migraine ("migraines/ migraines/ headache"), vision blurred ("vision/eye problems ¿ blurring") and halo vision ("halos") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"), 3 years 8 months after insertion of essure. In 2016, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headache"), menstrual disorder ("abnormal menstrual bleeding"), cystitis ("bladder infection"), skin disorder ("skin sores") and hypoaesthesia ("numbness"). The patient was treated with surgery (to remove essure devices on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ureteritis, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, menorrhagia, headache, vaginal discharge, menstrual disorder, female sexual dysfunction, depression, cystitis, urinary tract infection, blood follicle stimulating hormone decreased, oestradiol decreased, progesterone decreased, skin disorder, ulcer, vision blurred, halo vision, weight increased, bladder disorder, urinary tract disorder and rash outcome was unknown and the seizure, fatigue, nausea, nervous system disorder, migraine, hormone level abnormal and hypoaesthesia had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, blood follicle stimulating hormone decreased, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, halo vision, headache, hormone level abnormal, hypoaesthesia, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, oestradiol decreased, pelvic pain, progesterone decreased, rash, seizure, skin disorder, ulcer, ureteritis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: as per ppf, there is a discrepancy in the date of essure confirmation test. Plaintiff received treatment for pain: dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, apareunia, bleeding: menorrhagia, nickel allergy, psych injury, bladder/urinary problem: bladder infection, uti, other injuries / symptoms ¿ fatigue, nausea, neuro condit/problem, migraines, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: two nonobstructing stones seen in right renal collecting system measuring 2 and 3 mm respectively.. Hysterosalpingogram - on (B)(6) 2012: results: full occlusion of both tubes bilateral fallopian tube occlusion with bilateral essure devices seen in expected position. Transient filling defect seen within endometrial cavity consistent with air bubbles.. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) :bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, depression, most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received: new events added: lessening of fsh, lessening of est, lessening of prog, ureteritis, skin sores, ulcers, vision/eye problems ¿ blurring, halos, weight gain, abnormal bleeding(vaginal), bladder problems, urinary problems, seizures, numbness. Events were clubbed.event onset date and event outcome were added. Lot number were added. Reporter information were updated, patient history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headache"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), menstrual disorder ("abnormal menstrual bleeding") and dysmenorrhoea ("abnormal menstrual pain"). The patient was treated with surgery (to remove essure devices). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, headache, dyspareunia, vaginal discharge, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menstrual disorder, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headache"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("abnormal menstrual pain/dysmennorhea(cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), nausea ("nausea"), nervous system disorder ("neuro condit/prob") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove essure devices on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, headache, dyspareunia, vaginal discharge, menstrual disorder, dysmenorrhoea, female sexual dysfunction, menorrhagia, allergy to metals, psychological trauma, cystitis and urinary tract infection outcome was unknown and the fatigue, nausea, nervous system disorder, migraine and hormone level abnormal had resolved. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: as per ppf, there is a discrepancy in the date of essure confirmation test. Plaintiff received treatment for pain: dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, apareunia, bleeding: menorrhagia, nickel allergy, psych injury, bladder/urinary problem: bladder infection, uti, other injuries / symptoms ¿ fatigue, nausea, neuro condit/problem, migraines, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: full occlusion of both tubes. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) :bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: apareunia, menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, bladder infection, uti, fatigue, nausea, neuro condit/problem, migraines, hormonal changes were added. Event outcome was added for the events: fatigue, nausea, neuro condit/problem, migraines, hormonal changes. Lab data and reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.